Event description:
Reported via journal article. It was reported that the device did not seal. A 64-year-old male patient underwent a left atrial appendage closure (laac) procedure with ablation procedure after preoperative assessment. During the procedure, a digital subtraction angiography (dsa) of the laa identified a chicken wing morphology with an opening diameter of 17mm and a depth of 21mm. A 21mm watchman device was precisely placed in the laa, with no residual leaks detected, and the compression ratio ranged from 15% to 20%, ensuring the device was appropriately secure. Post discharge, the patient was put on a 12-week medication regimen of rivaroxaban (20 mg daily) and aspirin (100 mg daily) for anticoagulation and antiplatelet therapy. On the 50th day after the procedure, during a routine follow-up, no ischemic stroke, trans ischemic attack, or bleeding complications were reported. However, a cardiac CT angiography (ccta) scan revealed a 5mm peri-device leak (pdl) at the lower edge of the device. After ruling out issues related to device size and compression ratio during the procedure, it was speculated that the pdl might be due to incomplete endothelialization around the device. The patient was advised to continue with rivaroxaban and aspirin and undergo regular follow-ups. A ccta re-examination 2 months later showed that the pdl had reduced to 1.6 mm, and no adverse events were reported in subsequent follow-ups.

Manufacturer narrative:
B3: estimated as (B)(6) 2024 as the published date for the article is noted as (B)(6)2024. Citation: zou q, jiang c, lin p, yu y, li j, zhao f, hu h and sun s (2024) management of complications associated with percutaneous left atrial appendage closure with or without ablation: experience from 512 cases over a 4 year period. Front. Cardiovasc. Med. 11:1388024. Doi: 0.3389/fcvm.2024.1388024.